Manufacturer narrative:
Approximate age of device ¿ 52 days. The device remains in use supporting the patient. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had anemia with a hematocrit of 20% and suspected gi bleeding. The patient was hospitalized and transfused with an unspecified amount of packed red blood cells. No additional information was provided.